Manufacturer narrative:
Main component of the system and other applicable components are: product ID 977a290, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2014, product type lead.

Event description:
Information was received from manufacturer representative, a health care provider, and a patient who was implanted with a neurostimulator for non-malignant pain and headache. It was reported that the patient started experiencing shocking following a MRI at duke pain clinic on (B)(6) 2016. The patient had a MRI of her shoulder about 2 weeks prior to the report. The patient was turned away from a MRI on (B)(6) 2016, and it was reviewed with the patient how to put the device into MRI mode. The code on the patient programmer was 06301011010 which meant that the patient is not eligible for a MRI due to lead placement. The patient felt a shocking sensation and hasn¿t been using the device much because of the shocking. The manufacturer representative¿s notes indicate that the patient had been complaining of shocking at a reprogramming session on (B)(6) 2016 which is in opposition to the MRI performed on (B)(6) 2016 and the shocking subsequently following. Impedances were checked on (B)(6) 2016 and it was determined that contact 3 was out of range. The patient was programmed around contact 3 and felt better. The patient was sent home at that time to try the new programming. The patient was seen on (B)(6) 2016 at a lidocaine infusion appointment and electrode 3 was still showing out of range. No other electrodes appeared to be affected. The patient was still complaining that it shocks both sides of her head when she increases the stimulation. It was suggested that the patient try using the stimulation at a lower amplitude, but the patient does not want to because ¿it will not control her pain at a lower setting.¿ the patient was blaming the MRI for the shocking. The patient stated that she finds the MRI screens very confusing and difficult and that no one told her that she was not MRI safe. Reprogramming was attempted, avoiding electrode #3. The patient has stimulation at a low amplitude, but feels that she needs a higher amplitude to have a decrease in pain. When the amplitude increases, she states that she has a shocking sensation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.